Manufacturer narrative:
There have been no previous reports of rash that has developed down the arm or on legs related to miradry. The patient's condition was due to west nile virus, not caused by the miradry treatment. There were no issues with the device or treatment.

Event description:
A few days after treatment, patient first developed bilateral rash on the arm and armpit. Rash extended down legs (thighs). Patient hospitalized with marked fever and pain. Symptoms led emergency physician to think about meningitis. Lumbar puncture performed. Lumbar function was not conclusive and meningitis ruled out. Patient received diagnosis after 3 weeks. It was determined she contracted west nile virus while traveling in the northern united states. The primary appearance of the rash on the under arm is linked to the koedner effect. The patient has neurological sequelae due to the virus, but is happy with the miradry results.

Manufacturer narrative:
There have been no previous reports of rash that has developed down the arm or on legs related to miradry. The consulting medical director is of the opinion an allergy to topical antibacterial agent used or something applied after the procedure resulted in contact dermatitis. Patch testing would help elucidate what the patient is allergic to. This information was provided to the treating clinic with additional information requested.

Event description:
A few days after treatment, patient first developed bilateral rash on the arm and armpit. Rash extended down legs (thighs). Patient hospitalized with marked fever and pain. Symptoms led emergency physician to think about meningitis. Lumbar puncture performed. Lumbar function was not conclusive and meningitis ruled out. "Perfusion to deal with the fever and pain". Information and photos of the event were reviewed by miramar labs' consulting medical director. He is of the opinion that this looks like allergic contact dermatitis. No known explanation for the fever. It does not look like an infection. The cause could be anything the patient is allergic to which was applied before, during, or after the procedure.